Event description:
It was reported that the 9800 system made a loud popping sound during a procedure and then shut down. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned, inspected and regreased the hv candle sticks. The system was tested and found to be working as intended and placed back into service.